Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to be a faulty material. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device started to function irregularly. There were no delays to the planned surgical procedure as a spare device was available for use. It was unknown if there was patient involvement. It was not reported if there were injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.